Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime compromised force sensor system test, rewind test and excessive no delivery test. No rewind anomaly and no motor error alarm noted. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.